Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was involved in a recent motor vehicle accident. As such, the patient is unable to establish communication between her ipg and external devices. The patient's programmer also reflects a communication error. X-rays are to be taken and the patient may undergo surgical intervention to address the reported issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention where the ipg was explanted and replaced with a different model which resolved the reported issue.